Event description:
Discordant, falsely low potassium results were obtained on an advia 1800 instrument. The discordant results of three patients were reported and questioned by the physician(s). Following the physician(s) observation that potassium was too low, the customer repeated all potassium samples on an alternate advia 1800. The customer states that six patients had critically low results that resulted higher upon repeat. It is unknown if the three patients whose results were questioned were included in the run or if these patients are additional. The corrected results were reported to the physician(s). Patient 2 had been treated with medication based on the discordant result. Upon a follow up, the customer confirmed that there were no adverse effects on patient 2 as a result of the medication provided. There are no reports of adverse health consequences due to the discordant, falsely low potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After the physician(s) questioned the low potassium results, the customer tried to calibrate the ion-selective electrode (ise). The ise would not calibrate due to a flag on the potassium electrode. The customer replaced the potassium electrode. Upon follow up by tsc, the customer stated that results were repeated on the same instrument after the potassium electrode was replaced and results matched those of the other advia 1800 instrument. The cause of the discordant, falsely low potassium results is a malfunction of the potassium electrode. The instrument is performing within specifications. No further evaluation of the device is required.